Event description:
The customer reported being hospitalized due to hypoglycemia. The blood glucose reading was 45mg/dl. The customer's most recent glucose reading was 65mg/dl, and she was treated with glucose tablets. Reviewed the programming, and it was correct. The caller stated that the reservoir is showing the same amount of insulin that the status screen shows. Advised the customer to contact her doctor regarding the low glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.